Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient experienced infusion set tubing detachment issue on (B)(6) 2024. The tubing detached from the hub after being in use for 1 day. No further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: canada.